Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Event description:
New information noted that further events of post paced t wave oversensing reoccurred. Programming changes were made but episodes continue to recur. Patient condition was stable.